Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device connecting section of the light guide came off as soon as the connector was disconnected. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields:d8,h2,h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: plan glass at distal end damaged, broken light guide connector a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the connecting section of the light guide came off as soon as the connector was disconnected. Due to the broken light guide connector, and the plan glass at distal end damaged likely due to due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.